Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after the operating room staff replaced the monopolar curved scissors (mcs) on universal surgical manipulator (usm) 4 with a new instrument, allowing the procedure to continue and be completed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the monopolar curved scissors (mcs) on universal surgical manipulator (usm) 4, where the instrument would not close fully. The operating room staff replaced the instrument with a new one, which allowed them to continue and complete the procedure. The procedure was completed as planned with no reported injury.